Event description:
Boston scientific crm received information that this lead exhibited loss of capture.

Manufacturer narrative:
The lead was successfully repositioned and remains in service. No adverse patient effects were reported.